Event description:
Prior to incision, surgical technician noted 4 of the blades, 2 #10 and 2 #15, that were in the total knee set-up pack were abnormally stained. They were removed from the field and replaced prior to the incision being made.

Event description:
Prior to incision, surgical technician noted 4 of the blades, 2 #10 and 2 #15, that were in the total knee set-up pack were abnormally stained. They were removed from the field and replaced prior to the incision being made.